Event description:
Additional information was received from the company representative (rep) on 2015-12-28 stating that the impedances were back to normal range on all electrodes and the patient was getting good pain relief.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that the leads were implanted on (B)(6) 2015. The implantable neurostimulator (ins) was implanted on (B)(6) 2015 and the leads were connected. The impedances were not checked intra-operatively. The impedances were checked at 3v. Electrode 0 was within normal limits. Electrodes 1 through 7 were >4 ,000 ohms and electrodes 8 through 15 were within normal limits. The ins was on and the patient was not feeling any stimulation with electrodes 1 through 7. An x-ray was taken and the lead looked to be seated properly. They were able to program around using 1 electrode and the patient's other lead. The impedances were going to be checked again at a follow-up visit in 2 weeks. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.